Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was on an amtrak train line and received one inappropriate shock possibly due to noise that was being oversensed. It was noted to be possibly due to electromagnetic interference (emi). Technical services reviewed (ts) the device data there is a strong prominent frequency component within the treated episode measuring 25 hz. Ts noted the amtrak traction power operates also at 25 hz therefore, there is a strong likelihood that the amtrak train has interacted with the device resulting in inappropriate therapy. Ts will review with the engineering team to explore opportunities to reach amtrak to see if any mitigations are possible. At this time, the system remains in service. No adverse patient effects were reported.